Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak between the safe lock adp luer lock connector and baxter solution bag during treatment. Upon follow-up with the patient, it was reported that they were prescribed prophylactic antibiotics (intraperitoneal, 2 days, type and dosage unknown) as a precaution, per the clinic's procedure. The patient confirmed that despite the prophylactic antibiotics, they did not develop any symptoms, injuries, adverse event or required medical intervention as a result of the reported event. The patient confirmed that they are trained on manuals and stat drains if needed, but stated that they did not complete treatment. The connector is not available to be returned to the manufacturer for evaluation because it was discarded.